Event description:
Additional information received reported that according to the logs, the motor stall occurred on (B)(6) 2012. It was clarified that the reporter did not know the cause of motor stall. The reporter thought that the patient had an magnetic resonance imaging done.

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. The motor stall was caused by patient having MRI or other medical procedure. The pump was interrogated for a refill and the motor stall recovery occurred. The pump previously delivered clonidine. The pump was currently delivering bupivacaine, prialt and dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709sc, lot# n186976013, implanted: (B)(6) 2009, explanted: unk. (B)(4).